Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being in the room, the flex-deflectable videoscope displayed an e218 error code upon power-up. During subsequent attempts to reconnect, scope information was displayed but endoscope image was completely dark, or the image would sometimes be displayed. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation and information provided, the event reported by the customer was not confirmed. Therefore, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.